Event description:
It was reported that the luer lock connection was not fully secured during the fill tubing process. Customer was able to reconnect the luer lock and able to finish the fill tubing process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.